Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy due to over-sensing noise. It was also reported the lead displayed high impedance, fracture, and there was no capture at maximum output. The physician has not "decided what to do." The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead was capped and replaced.